Event description:
The patient had a non union at the fusion site. The surgeon believes that the lag screw was not a large enough diameter for the patient's proximal phalanx anatomy. The surgeon explanted the device and repaired the fusion with a plate and screws.